Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.1., d.4., d.3., d.6a., d.6b., g.1., h.6.

Event description:
Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.